Event description:
Customer called lf service center. Ceiling suspension broke. Injector was set up for an injection and while the technologist was attending to the patient, the injector fell.

Manufacturer narrative:
Liebel - flarsheim manufacturer report: evaluation of the returned suspension arm showed that the mcmahon arm was the older style that was recalled in 2002. The arm was broken at the weldjoint nearest the j-bow. No investigation required as this issue was investigated and resolved by the manufacturer's mcmahon, newer stronger design. These were recalled in 2002-2003. Suspension replaced, injector returned to full service by the customer.